Event description:
The facility representative reported a flo-gard infusion pump with "occlusion all the time". The event was reported to have occurred upon power up in biomed service. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "occlusion all the time" was not confirmed during service evaluation. Service stated that the unit was tested with a primed line and infused properly without any occlusion alarms. No definitive cause was identified and no repairs were performed as this reported problem was not confirmed. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.